Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired once. They went to fire it a second time on the cystic duct and it locked in the closed position and would not release. They used another instrument to force the jaws open enough to get the clip out of the jaws of the device the device was then removed from the tissue. Once removed, there was no tissue damage. A 5mm device was used to complete the procedure. No adverse patient consequence. The handles of the device are still jammed in the closed position.